Event description:
It was reported that during an unspecified biliary procedure, resistance and guide wire coating damage occurred. The procedure was being performed for stone retrieval from the common bile duct (cbd). The jag precursor 0.035 guide wire was placed and an unspecified basket was advanced over the guide wire. It was noted that the stones that had been originally in the cbd had "migrated by the basket into biliary". The specific biliary location is unknown. The physician advanced the basket to the current location of the stones, however, the basket was unable to open and the basket was "unable to reach the location properly". Upon attempting to remove the guide wire, resistance was encountered. Following removal of the guide wire, the physician noted that "the black coating was peeled approximately 5cm from the tip and remained inside the patient". A forceps was used to successfully retrieve the detached coating. It was not known how or if the stones were removed, however, it was noted that the procedure was completed with this device. The patient's status is reported as "good".